Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked. There was a build up of solidified contrast media present inside the inflation lumen. A detailed microscopic examination of the balloon identified a balloon pinhole approximately 2.5 mm from the proximal edge of the blade. A 0.015 inch product mandrel was inserted through the wire lumen without any resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties occurred. The 90% stenosed lesion was located in a moderately tortuous and mildly calcified mid left anterior descending artery. Prior to inflations, ivus was performed with a non-bsc system. The 2.5 x 10mm flextome monorail cutting balloon was inflated twice for thirty seconds at 12 atms. Upon the third inflation, the balloon ruptured at 10 atms. Upon removal of the balloon from the body, resistance was encountered between the balloon catheter and an unspecified guide wire. The balloon and guide wire were removed together as a unit. The procedure was completed with a different balloon and the same guide wire. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties occurred. The 90% stenosed lesion was located in a moderately tortuous and mildly calcified mid left anterior descending artery. Prior to inflations, ivus was performed with a non-bsc system. The 2.5 x 10mm flextome monorail cutting balloon was inflated twice for thirty seconds at 12 atms. Upon the third inflation, the balloon ruptured at 10 atms. Upon removal of the balloon from the body, resistance was encountered between the balloon catheter and an unspecified guide wire. The balloon and guide wire were removed together as a unit. The procedure was completed with a different balloon and the same guide wire. No patient complications were reported and the patient's status is good.